Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was around 415 mg/dl and it started dropping to 54 mg/dl, she drank orange juice and now it's going straight up again to 200 mg/dl. Customer also stated that at night her level went up to 519 mg/dl. Customer states that drive support cap flushed out. The product will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No loose drive support disk anomaly noted.